Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of -6.5/1.0/171 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2017. On (B)(6) 2021 the lens was exchanged with the same length but different axis lens due to refractive change over time. The problem was resolved. Cuse reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
D6a (B)(6) 2017. D6b- unk. B5- "the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of -6.5/1.0/171 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. On an unknown date the lens was replaced with the same length but different axis lens due to refractive change over time. The problem was resolved. Cause reported as unknown." Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- " the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of -6.5/1.0/171 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2021 the lens was exchanged with the same length but different axis lens due to refractive change over time. The problem was resolved. Cause reported as unknown." Claim# (B)(4).